Event description:
Patient was admitted due to red heart alarms. Switched to her back-up system controller and still had alarms. On admit it was discovered that the perc line was not properly inserted. Once secured there was no more alarms.